Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient under mesh removal/revision on (B)(6) 2012 and (B)(6) 2013. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and uphold were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent removal of vaginal mesh and cystoscopy due to erosion of mesh from anterior aspect of the vagina on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infections.